Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: this is an analysis of a set of photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a label with the 744a87 lot number, 2027-03-31 expiration date, and ntlc75 product code information. The second photo shows a device with the bearing of the right side missing and a scratch noted near the bearing missing area. The third photo shows only the loose bearing. Based on the set of photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 744a87, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the left hemicolectomy, everything went well with the first firing of the device. The second firing was normal. However, after the second firing a metal piece was dropped out from the device upon opening. The metal piece was dropped at abdominal pad and the surgeon was able to remove the metal piece without additional intervention. The surgeon did not use any additional same device or reload to complete the case. Fragments were generated and removed without additional intervention. The procedure was delayed by 5-minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/03/2023. D4: batch # 708a68. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached, the left bearing was present and in position within the saddle pin and with a reload loaded. The reload was received fully fired with the swing tab in the locked position. Further investigation shows that the shroud was noted damaged on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. Also, the ear of the staple high selector was damaged on the right side. The reload was received fully fired and with the swing tab in the locked position. Both components (bearing and ear of height selector) were received inside a plastic bag. No functional test was performed due to the condition of the device. The damage on the shroud and the left bearing detached is consistent with improper use of the device. Due to the condition of the staple height selector, the reported complaint was confirmed by an external cause as improper handling. Please refer the IFU for the proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 708a68, and no non-conformances were identified.